Manufacturer narrative:
A ge service representative performed an on site investigation. The left brake was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system is hard to push. There were no injuries reported.